Event description:
A nurse from the user facility reports, ten patients experienced toxic anterior segment syndrome (tass) following cataract surgeries. Surgeries occurred over a five week period, involved three surgeons and took place in two operating rooms. No product, procedural or environmental factor was identified as a cause, and the reporter feels they may never know what led to tass in their facility. Intraocular lens serial numbers were supplied as patient identifiers along with dates of surgeries. Lists of surgical product received by the facility this time period were also provided. Since these events occurred, the reporter states their increased attention to what is being done before, during and after each surgery may be mitigating whatever factors led to these particular cases. In an effort to further minimize tass, the facility has switched to all disposable cannulas. The reporter confirmed all patients recovered with topical treatment. Associated MFR. Report numbers: 1119421-2006-00175, 00176, 00177, 00178, 00179, 00180, 00181, 00182, 00183, 00184.

Manufacturer narrative:
No product was identified as more suspect than another, and no product has been returned. Product history records were reviewed for the iol serial number provided, and all documents indicated the product met release criteria. Lens sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints received for the iol serial number identified.